Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number gd880799 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis with culture positive for gram negative (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the nurse reported the following. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. The cause of the peritonitis was reported as unknown. On an unreported date in 2011, the patient received remedial therapy with an unspecified antibiotic (dose and frequency not reported). In (B)(6) 2011, the peritonitis was resolved. Dianeal therapy was ongoing. On (B)(6) 2011, the patient was discharged. In (B)(6) 2011, the peritonitis was resolved. The nurse reported the peritonitis was unrelated to dianeal therapy.